Manufacturer narrative:
Product analysis: (B)(4) added to complaint / status: in process date completed: 2018-12-17 hardware: pass software: pass instruments: pass record type: nav system checkout does the system perform as intended?: yes. Were hardware parts replaced?: no. A medtronic representative went to the site to test the equipment. Testing revealed that all components were functional. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the mouse on the system was not moving. The issue was found prior to a case and no patient was involved with the issue. Additional information was received from the manufacturer representative (rep) who confirmed that the issue could not be replicated. The system was also to reported to have passed system check out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the issue was resolved with a reboot, and the issue did not occur again.